Manufacturer narrative:
Device evaluated by MFR: received one (1) accustick ii system with the original pouch label. Residue was present on the returned device. A visual assessment was performed. The .038¿ j-tip guidwire was not removed from its hoop. The accustick introducer was disassembled. The accustick needle cannula was bent approximately 3cm from the distal end. The accustick dilator was bent along the working length; it was kinked/bent approximately 3mm from the distal end. The distal tip of the accustick sheath was deformed. A portion of the 0.018¿ x 60cm guidewire approximately 47.5cm was returned. The fragment did not have a floppy end (tip); therefore, it is likely the proximal end of the guidewire was received. The guidewire fragment was bent at multiple locations. The guidewire outer diameter was measured and was found to be approximately 0.0174" (.0185: max.). The broken end was examined under magnification and appeared to be broken as if cold worked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
During the CT guided abscess drainage, the physician encountered some resistance when the dilator and stylet were removed from the sheath. Once the dilator, stylet and accustick¿ ii system were withdrawn, the physician noticed the most distal part of the guidewire, which was about 3 inches, was detached and remained in the patient. The detached portion was in the hematoma and measured 7cm. Three days later, the patient was transferred to another hospital for removal of the detached guidewire. The detached portion was successfully removed. The patient's condition post procedure is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a guidewire detachment occurred. During the CT guided abscess drainage, the physician encountered some resistance when the dilator and stylet were removed from the sheath. Once the dilator, stylet and accustick¿ ii system were withdrawn, the physician noticed the most distal part of the guidewire, which was about 3 inches, was detached and remained in the patient. The detached portion was in the hematoma and measured 7cm. Three days later, the patient was transferred to another hospital for removal of the detached guidewire. The detached portion was successfully removed. The patient's condition post procedure is fine.